Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit reflected heat with a reading of 118.1 degrees fahrenheit which is greater than the manufacturer's specification (118.1 degrees fahrenheit: specified reading is temperature shall not exceed 118 degrees fahrenheit) and the unit reflected noise with a reading of 78 decibels which is greater than the manufacturer's specification (78 decibels; specified reading is sound level not to exceed 76 decibels). It was further noted that the flex potting was cracked and the drive shaft was broken. Therefore, the reported condition was confirmed. It was determined that the flex circuit potting was cracked from normal use over time. It was determined that the broken drive shaft was consistent with using excessive force while the motor was in use, which is abuse/misuse. It was determined that the broken drive shaft caused the loud rattling noise and heat. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during pre-surgery, it was observed that the motor device had loud rattling noises. During an in-house engineering evaluation, it was observed that the unit reflected heat with a reading of 118.1 degrees fahrenheit which is greater than the manufacturer's specification (118.1 degrees fahrenheit: specified reading is temperature shall not exceed 118 degrees fahrenheit) and the unit reflected noise with a reading of 78 decibels which is greater than the manufacturer's specification (78 decibels; specified reading is sound level not to exceed 76 decibels). It was further noted that the flex potting was cracked and the drive shaft was broken. It was reported that there was no delay in a surgical procedure and a spare device was available for use. It was reported that there was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.